Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the incoming te recognition test. The cause of the failure was isolated to an open rear pulse wire in trunk cable. The root cause of the open wire was unable to be positively identified but is likely due to excessive force on the cable section. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed the te recognition test.